Manufacturer narrative:
(B)(4). Bradycardia may occur during this type of procedure and as listed in the instructions for use, bradycardia is a known potential adverse event associated with the use of the product. The reported hospitalization and additional treatment were in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via trial that post rx acculink stent implantation in the left internal carotid artery, the patient experienced tachy-brady syndrome with pauses more than 3 seconds long. On (B)(6) 2010, a temporary pacemaker was placed. On (B)(6) 2010, a permanent pacemaker was implanted. On (B)(6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.